Manufacturer narrative:
(B)(4). Date sent: 04/01/2020. Device analysis: during the visual analysis of the returned device, one washer appeared to be bent outwards, forming a ¿saddle¿ shape. The washer was in contact with the female bead case at the two intact assembly welds and has pulled away from the bead case at the locations 90º from the assembly welds. In addition, there were score marks on the bead with the unseated washer. These findings point to a one-time, high-stress event. It is presumed that strong forces were applied to this junction during the explant procedure, which likely caused the washer deformation. Overall, the rest of the visual analysis results were consistent with an explanted device. The review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure, the link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 01/02/2020.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? It was reported that the implant was 6-months ago. Can you please provide the implant date? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal? Response: no additional information is available.

Event description:
It was reported, patient is a (B)(6) male. The linx device explanted was a lxmc16. The patient had a fundoplication that was no longer working. Surgeon took down the fundo and placed a linx device 6 months ago. The patient experienced dysphagia after the linx was implanted. Dysphagia was the reason for the explant. There were no complications during the explant procedure.